Event description:
Started with tired, joints hurting thought some type of arthritis. Went to many dr appointments in 2012 and had tons of laboratory work done and x-rays. Never being diagnosed with anything. Continued bloating and headaches, pelvic pain, metallic taste in mouth, pain during intercourse, lower back pain. Recently had a miscarriage and wasn't supposed to get pregnant. Mentally I am foggy at times.